Event description:
It was reported that a pump does not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed a "door not fully latched" alarm caused by a loose upper link screw. The device was not in specification and the upper link screws have been replaced.